Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated that they did not known which error was occurred. The customer's blood glucose was unknown mg/dl at the time of incident. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Device was returned for analysis.

Manufacturer narrative:
Retainer ring =¿clear. Case type =ngp customer returned device for alleged unexpected error message on event date (B)(6) 2021. Device passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0872 inches. Unit failed to pass the sleep current measurement due to high current. Unit was successfully download using thus for history files and trace files. Unable to utilize the power graph due to data not covering event date. Pump error occurred on (B)(6) 2021 03:47 am. Device was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly & force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, pillowing keypad overlay, cracked case (battery tube), fading serial label, cracked retainer, cracked reservoir tube lip, broken reservoir tube lip, partially detached retainer. Unexpected error message is not confirmed. Pump error is confirmed due to being found in history files. Unexpected battery power loss & charge/battery lasts less than expected is confirmed due to moisture damage on electronic stack and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.